Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen due to non-sustained ventricular tachycardia (nsvt) and a high pacing rate. When rate response was turned off the patient's intrinsic rate decreased and non-sustained ventricular tachycardia (nsvt) went away implicating the pacing rate as a contributor to the high rate and nsvt. The device remains in use. No patient complications have been reported as a result of this event.